Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited high pacing impedance, all other values were reported to be stable. No intervention or changes were reported, and the lv lead will continue to be monitored. The patient remained in a stable condition.